Manufacturer narrative:
No service was dispatched for this event. A definitive root cause has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an initial and repeat "no value" hybritech prostate specific antigen (psa) result with an indeterminate (ind) instrument flag was generated on a synchron lxi 725 system for one serum patient sample. Erroneous results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The instrument's system check prior to the event passed within published specifications. The instrument's system check prior to the event passed within published specifications. Quality control results during the timeframe of the event generated level 1 results that were 2 standard deviations below peer indicates, while level 1 quality control results were recovering at approximately mean values. No sample preparation or handling information was provided by the customer. The s0 calibrator relative light units (rlus) at the time of the event were approximately 3 times higher than in-house quality control release data. The customer was advised to re-calibrate the instrument and repeat the patient's sample. Repeat results were not supplied.